Manufacturer narrative:
Records indicate this device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this pacemaker expired at the hospital one day post implant. There were no reported allegations against device functionality.